Manufacturer narrative:
(B)(4).

Event description:
It was reported that on two consecutive evenings (starting (B)(6) 2013) the patient went to bed with her stimulation on, but when she woke the stimulation was off. Her programmer showed it as off. The clinician programmer was used to check the diary but this did not correspond to when the patient was using the device. When the patient came into the clinic it looked like the stimulation was not on but it was on after checking her programmer. The patient was instructed to keep a diary. The patient status was alive with no injury. No intervention was necessary. Additional information was requested, but not received. If received, a follow up report will be sent.